Event description:
It was reported that during an implantation procedure, the lead had to be repositioned three times. Fixation of the lead with "the screw" was unsuccessful. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : helix disengaged from helical channel, and blood was noted on the helix mechanism, helix mechanism (sleeve head), and distal conductor (not obstructed); the analyst noted that the helix had been over-retracted; full lead returned and analyzed.

Event description:
Asku